Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that there was confirmed minute ventilation signal oversensing on another manufacturer's right atrial (ra) lead, that is connected to this pacemaker. Many jumps in impedances were observed; from about 400 ohms to no higher than about 1700 ohms. Impedance measurements are still within normal limits. Isometrics could not replicate the noise. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.

Event description:
Additional information indicated that the ra lead had a high pace impedance measurement that was out of range. This was observed after the mv feature was programmed off. After the high impedance, noise oversensing was observed due to myopotentials. Additional review of previous episodes indicated that there was real noise. Boston scientific technical services (ts) suggested to evaluate the lead and if noise is not reproduced again, they could consider programming the lead to unipolar pace and bipolar sense. Additional information indicated that the lead was tested and myopotentials were seen in unipolar sensing configuration and not in bipolar sensing configuration. The patient was left unipolar pace/ bipolar sensing and will be monitored. No adverse patient effects were reported.